Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had a history of hypertension and multivessel disease. The index procedure in 2008, treated the de novo proximal right coronary artery. The lesion was 3.5x20 mm with a 80% stenosis and was treated with predilation and placement of a 3.5x 8 mm promus stent and another company's stent (unknown size). Post dilation resulted in a 0% residual stenosis. The patient was reported to have expired the following year. The cause of death and the relationship to the study device are unknown. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.